Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were five (5) similar complaints identified during the searched period, which includes this event. The operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 6, troubleshooting, section 6.4 - abnormal chromatograms states the following: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Flag code 43 can be used to detect the presence of a p-hv3 peak where the hbe variant typically elutes. (See chapter 4, section 4.18 "flag parameter setting" for a description of flag settings). The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why. On the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. Unknown peaks that elute from the column before the a0 peak are designated as p0x where x = any number from 0 to 9. The first unknown peak in a chromatogram is named "p00", the second "p01" and so on. There are many different causes for unidentifiable peaks to appear on the chromatogram. It may simply be that a small amount of air is passing through the column. Make certain the fittings at the column and filter connections are sealed. Another possible reason for p0x peaks is the presence of certain hemoglobin variants. However, the majority of hemoglobin variants will come out as h-v0, h-v1 or h-v2. If most chromatograms exhibit unidentifiable peaks for no apparent reason and the average retention time (rt) for sa1c varies significantly from the ideal rt of 0.59, the presence of these peaks can usually be eliminated by changing the flow rate. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the slow retention time was due to the flow factor needing adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing slow retention time of 0.56 through 0.57 minutes (acceptable range is 0.57 to 0.61 minutes) with p-hv3 peaks on patient samples with g8 instrument. The customer reported that the flow factor was set at 1.18 ml/min. The technical support specialist advised the customer to adjust the flow factor and rerun patient samples. On (B)(6) 2017 on a follow-up call, the customer confirmed that after adjusting the flow factor the retention time was 0.59 minutes, which was within acceptable range. There is no indication of any patient intervention or adverse health consequences due to this event.